Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced a blood glucose (bg) value of 41mg/dl with symptoms of severe dizziness, nausea and shakiness. The bolus totals reportedly did not match what was in bolus history. Reportedly, there was a >5% difference. Animas customer technical support reportedly reviewed the pump with the patient; there was no indication of a basal settings/programming issue with the pump. Animas customer technical support reportedly requested the return of the device; however, the patient declined. This complaint is being reported because the patient experienced an adverse event allegedly due to a history settings issue with the device.